Manufacturer narrative:
Manufacturer's investigation conclusion: the returned heartmate 3 system controller (serial number: (B)(4)) was functionally tested. During testing the controller alarmed with a driveline power fault alarm upon being connected to a mock loop. A driveline power fault alarm was activated due to a failure within fuse b. The fuse was replaced and resubmitted for functional testing. With the replacement fuse inserted, the controller was able to support pump function and the alarm was resolved. The issue was isolated to the modular cable and is further investigated under MFR # 2916596-2022-12923. A root cause for the reported event and damage to the fuse b was determined to be due to the modular cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook section 2- ¿how your heart pump works¿, under sub-section titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿ heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell in the water. Log files showed that the patient was on (B)(4) at the time of her fall into the water. Log file review for (B)(4) captured power cable disconnects, low power hazards, and low power advisory alarms throughout the log from (B)(6) 2022 15:10 - 15:20. The driveline was disconnected from the controller at 15:20. The patient switched to (B)(4) which was her backup controller. On (B)(6) 2022 the patient presented to the clinic and driveline power fault alarms were noted upon arrival. The alarm was cleared and immediately returned. Rescue tape was noted along the entire length of the modular cable. Labs and echocardiogram were obtained. Log file review for (B)(4) showed that upon connection to the driveline on (B)(6) 2022 at 14:33 the log immediately captured driveline power fault with f5, power b open fault and f3 power b fuse open fault ocp-b, overcurrent on b fuse. The modular cable and system controller ((B)(4) were exchanged in clinic and the driveline power fault alarms resolved. The patient was given two new system controllers, a new modular cable, new battery clips, and four current batteries may also be replaced out of precaution (the patient did not recall which batteries she was on at the time of the fall into the water). The patient was asymptomatic and doing well. Related MFR #s: 2916596-2022-12924, 2916596-2022-12923.